Manufacturer narrative:
(B)(4). Evaluation by carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that about three hours after the ventilator was turned on appears transducer. There is no problem to calibrate all 3 transducers, problem appears sporadically. Tried to calibrate transducer which was successful but after a few hours the problem reappears. No patient involvement.